Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were recently hospitalized due to blood glucose levels above 200, 300, and 400 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. Customer also reported that the insulin pump had a failed battery test. Blood glucose level at the time of the incident was 320 to 450 mg/dl. Blood glucose level at the time of the call was 248 mg/dl. The insulin pump was not replaced or returned for analysis.